Manufacturer narrative:
The polarmap was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection. As received, the polarmap had a kink/break in the body. The reported clinical observations were confirmed by the analysis. The cause was traced to unintended us error as the break occurred during use.

Event description:
It was reported that during a de novo pulmonary vein isolation (pvi) cryoablation procedure a polarmap catheter was selected for use. When the polarmap was being inserted into the ablation catheter, the lower third of the polarmap catheter broke away. The polarmap catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The polarmap was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection. As received, the polarmap had a kink/break in the body. The reported clinical observations were confirmed by the analysis. The cause was traced to unintended us error as the break occurred during use.

Event description:
It was reported that during a de novo pulmonary vein isolation (pvi) cryoablation procedure a polarmap catheter was selected for use. When the polarmap was being inserted into the ablation catheter, the lower third of the polarmap catheter broke away. The polarmap catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a de novo pulmonary vein isolation (pvi) cryoablation procedure a polarmap catheter was selected for use. When the polarmap was being inserted into the ablation catheter, the lower third of the polarmap catheter broke away. The polarmap catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.